Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached at site connector. At the time of event, her blood glucose level was 420 mg/dl. The infusion set had been used for one and a half days. Reportedly, as her blood glucose was rising, so she decided to replace her infusion set, and after replacing it her blood glucose went down which confirmed the issue was with infusion set. No further information available.